Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) did not release when doctor was trying to deploy it. Operator used another unknown device, without incident, for hemostasis. There was no reported harm to patient. Other procedural details were requested but were not provided. The device will be returned for analysis.